Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator never worked for them and wanted their money back. Assistance of possible adjustments was offered to the patient but they declined. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.